Event description:
According to the reporter, during a laparoscopic pulmonary segmentectomy of the left lobe, while stapling the tissue the stapler stopped then clicked. The load gave an incomplete shot, not completing the staple formation and the stapler did not work anymore. They had to increase the surgical time by 45 minutes and opened another stapler. After changing the stapler the shooting mode was hard to cut and staple even with the black charge. Another product was opened to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the reload was partially fired and the anvil clamping mechanism was deformed. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary segmentectomy of the left lobe, while stapling the tissue the stapler stopped then clicked. The load gave an incomplete shot, not completing the staple form and the stapler did not work anymore. They had to increase the surgical time by 45 minutes and opened another stapler. After changing the stapler the shooting mode was hard to cut and staple even with the black charge. There was no patient injury.